Event description:
It was reported by the plaintiff's attorney that the surgeon placed sternal wires and/or cables in plaintiff's chest which subsequently snapped and broke through plaintiff's sternum. The attorney alleges that due to the snapping of the wires, the plaintiff suffered severe pain and had to undergo multiple surgeries to repair and/or replace the wires.